Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no product was returned. Note: this report is being field as requested by the FDA per audit and warning letter.

Event description:
Account reported complications due to cement leakage.